Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that brand new insulin pump would not turn on. Customer's blood glucose was 165 mg/dl. Insulin pump was not damaged as it was new. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display. The problem was isolated to the liquid crystal display circuit board. The insulin pump was received with minor scratches on the display window.